Event description:
It was reported that the implant was a 56mm and not a 54mm as requested by the surgeon. Another 54mm was opened and implanted.

Manufacturer narrative:
(B) (4). Conclusion: both these lots were blister-packaged and sealed on the same day in the clean room. After the clean room packaging process, both lots were labeled with bar-code labels. A mix-up occurred on the packaging line while labeling the two lots of blister-packs which were exchanged for each other. Process corrective actions have been identified and implemented to prevent further issues. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.